Event description:
The customer reported a motor error alarm during the prime process. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. The customer also reported that she was hospitalized recently due to a diabetic coma that was related to a serious illness. The customer stated that she was not wearing the insulin pump at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.